Event description:
Patient was implanted (B)(6) 2011 with plif at l3-l4 right using opal spacer and matrix mis construct. Patient returned to surgeon complaining of pain. Surgeon determined by x-rays and exam that the opal spacer had migrated. Surgeon returned the patient to the operating room on (B)(6) 2012, and explanted the opal spacer. The matrix mis construct was reportedly intact, and remained implanted. No additional implants were placed posteriorly, patient was reportedly partially fused. Patient was revised to alif construct with vertebral body spacer ar, and antegra plates and screws at l3-l4, l4-l5, l5-s1. This is 3 of 6 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.